Event description:
It was reported to boston scientific corporation that two speedband superview super 7 devices were used during a procedure performed on an unknown date. According to the complainant, during the procedure, both speedband devices did not deploy. The procedure was completed with a third speedband superview super 7 device. There were no patient complications reported as a result of this event. Additional information received on (B)(6) 2019 it was reported that the procedure performed was esophagogastroduodenoscopy with esophageal varices banding. The first speedband device was attempted to be deployed; however, it did not deploy after several attempts. Then, the second speedband device was able to successfully deploy three elastic bands, but stopped deploying on the fourth band.

Manufacturer narrative:
Block b3: date of event was approximated to (B)(6) 2019 as the event date was reported to have occurred on (B)(6) 2019 block h6: problem code 2610 for the reportable issue of bands failed to deploy. Conclusion code 4316 is being used in lieu of an adequate conclusion code for "device not returned". Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. FDA registration #: (B)(4).

Manufacturer narrative:
Date of event was approximated to (B)(6) 2019 as the event date is unknown. (B)(4). Conclusion is being used in lieu of an adequate conclusion code for "device not returned". According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two speedband superview super 7 devices were used during a procedure performed on an unknown date. According to the complainant, during the procedure, both speedband devices did not deploy. The procedure was completed with a third speedband superview super 7 device. There were no patient complications reported as a result of this event.